Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. However, when the device was inflated at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.